Manufacturer narrative:
Additional information: the medtronic representative reported that in the beginning of the day, the operating room (or) starts up all of their equipment. Because the system was repaired the days before they did check the mobile view station (mvs) and imaging system. They started up the system and observed if the mvs and navigation system are connected and "see between the 3 equipment¿s the lines where green." The site also checked that the active spheres (reference frame) where operational, by positional the camera from the navigation system to the imaging system. They needed to reboot the imaging system and mvs to have communication with the navigation system camera and imaging system as well as the mvs. The medtronic representative was unable to obtain the type of procedure that was planned later in the day

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite investigation was preformed and the issue was replicated be the field representative. It was concluded that the motion controller board was the root cause of the reported event. Replacement of the motion controller board resolved the issue. No further issues were reported. Replaced board was not returned to manufacturer for analysis, therefore, no findings are possible. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the site staff were not able to calibrate the imaging system's gantry motion. There was no patient present when this issue was identified.